Event description:
Reporter alleged that comfort curve test strips were labeled with an expiration date of 12/31/09. The manufacturer's records show the actual expiration date to be 12/31/08. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.